Manufacturer narrative:
Per the complaint, it was reported that the evac/scavenging was low as the user did not have the scavenging valve adequately open and properly adjusted. This is a user error. There was no reportable malfunction. Block a: no patient information provided to date after requests for information 11/08/24 and 12/03/24.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. There was no patient injury.